Event description:
Oral antibiotics were administered as well as previously reported topical antibiotics.

Manufacturer narrative:
Oral antibiotics were administered as well as previously reported topical antibiotics. This report is submitted on march 14, 2020.

Manufacturer narrative:
This report is submitted on 11 december 2019.

Event description:
Per the clinic, the patient experienced irritation at abutment site and subsequently was treated with a topical antibiotic. The implanted device remains.